Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was experiencing abdominal pain and severe nausea. In turn, the patient was hospitalized. The patient also experienced "softness", redness, and serosanguineous drainage at the right groin/catheter site. The patient was instructed to use keflex to address the groin drainage. The patient was later discharged and sent home in stable condition. It was noted the patient's issue was procedure related and not device related. Note: this is a clinical study patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.